Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00187. Medical products: tmj system left fossa component, small, part# 24-6563, lot# 857250b. Tmj system left standard offset mandibular component 50 mm / 9 hole, part# 24-6651, lot# 752500b. Unknown screws, part# ni, lot# ni.

Event description:
It was reported the patient underwent a revision of temporomandibular joint implants on the left side approximately nine (9) months following implantation due to a nickel allergy. The implants were replaced with titanium devices. No additional patient consequences have been reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed as a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The DHR for the fossa component was reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint for this item# 24-6563, lot# 857250b. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding an allergic reaction, there is a complaint rate of 0.37%, which is no greater than the occurrence listed in the application fmea. The root cause of the complaint was determined to be an allergic reaction to the implant. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.